Event description:
Consumer reported high blood sugar due to not getting her insulin. She also reported clog needles. She consulted with her md who said she is not getting her insulin. She received IV at hospital to help lower her blood sugar.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Complaint history check yielded no other complaints for similar condition for the lot reported. No obvious trends were noted. Device history review was conducted and no anomalies noted. Regulatory compliance will continue to monitor on monthly trend reports.